Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was reportedly capped on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Out of range shock impedance measurement (greater than 150 ohms) were recorded on home monitoring. Lead evaluation was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.